Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information received, it was reported that the implant didn't hold in the meniscus, while firing the second implant and retrieving the needle the whole construct didn't hold at all and everything (2 implants and suture) came out. The complaint device was received and evaluated. Visual observation confirms that the implants and the suture were deployed from the needle shaft assembly. No structural anomalies were observed on the gun and the needle. It was found that the suture was slightly frayed near one implant. The functional test of the red trigger was performed several times, no stuck or damages could be identified. The complaint can be confirmed. A manufacturing record evaluation was performed for the finished device lot number:6l96197, and no nonconformances were identified. Further, a review into the mitek complaints system revealed no other complaints of any type for this lot of 89 devices that were released to distribution. A possible root cause can be attributed to the handling of the device, the operator probably did not introduce the needle to the appropriate depth resulting in a non-desired deployment, then a second try ended with both plates deployed. The suture could have been damaged when removing the implants with instruments. However, it cannot be conclusively affirmed.  As per IFU penetrate the tissue to desired depth, referencing the laser line at 10 mm on the needle as a secondary depth indicator as needed. At desired depth, fully squeeze the red deployment trigger while maintaining depth positioning to deliver the first implant. The implant is fully deployed when you hear an audible ¿click¿. Fully release the trigger after deployment. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 correction narrative: d4: the lot number has been updated to reflect the correct information. UDI: (B)(4) incomplete. The expiration date is currently unavailable.

Manufacturer narrative:
UDI: (B)(4). Expiration date is unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No additional information was provided.

Event description:
It was reported by the affiliate in (B)(6) that during a knee arthroscopy w/meniscal repair procedure on (B)(6) 2020, it was observed that the truespan 12 degree plga device did not hold the meniscus, while firing the second implant and retrieving the needle. The whole construct didn't hold at all and everything came out. It was reported that there was a two minute delay in the procedure. Another like device was used to complete the procedure. It was reported that there were no adverse consequences to the patient. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.